Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the patient did not provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient initially called regarding the inratio system withdrawal notification. The patient reported receiving an unexpectedly low inratio inr result of 2.7 the week of (B)(6) 2017 (therapeutic range= 2.5-3.5). The patient reported expecting the inr result to be higher as the patient was experiencing bleeding gums and unusual bruising. No additional information provided by the patient.